Event description:
The account stated the axsym ausab result on a pt specimen did not match the ausab eia result. The pt tested axsym ausab reactive (53.7, 63.1, 63.6 miu/ml), but ausab eia nonreactive (0.31, 0.34 s/co). The account reported the ausab eia nonreactive result outside of the laboratory. No impact to pt management was reported.

Manufacturer narrative:
(Investigation is in process). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.